Event description:
It was reported that the patient connector of two (2) homechoices cassettes were ¿askew¿ which resulted in a leak. This occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number was not available, however, the complete primary ID was not available. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.